Event description:
A peritoneal dialysis (pd) caregiver contacted fresenius technical support to report the liberty select cycler was displaying a screen brightness problem. The screen was dim during all phases of use. The display brightness was set to 10. The patient rebooted the cycler but screen remained dim. The cycler was plugged into a different wall and the screen remained dim. The reported issue is not a result of the supplies. The patient does not know how to perform capd/manuals. The fresenius technical support representative replaced cycler due to screen brightness problem and advised the patient to retain iq drive, the gateway, as well as advised to contact the pd registered nurse to inform of replacement. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional display test failed. The screen was dim upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a dim display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.